Event description:
Reportable based on device analysis completed on 01feb2023. It was reported that resistance was encountered and device stretching occurred. The patient presented with an iliac aneurysm formation. A 10mm x 40cm interlock-35 was selected for embolism. A non-boston scientific 5f catheter was used to reach the lesion. When the 10mm*40cm coil was advanced 2-3cm into the catheter, obvious resistance was encountered and the coil could no longer advance. When the device was removed, it was found that there was a wire stretched. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed that the interlocking arm was detached.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection revealed the main coil, the delivery wire and the introducer sheath were returned with the main coil and the delivery wire not interlocked. The introducer sheath was cut at the twist lock section (twist locks not returned). The main coil was detached at the interlocking arm section. Since the main coil and the delivery wire not interlocking, functional inspection could not be performed. No other issues were identified during the product analysis.